Event description:
The pt reported communication problems and overstimulation. The patient also reported inability to stand erect, difficulty speaking and concentrating. An advanced bionics rep performed device evaluation. The problem was not confirmed. The surgeon has decided to explant the patient.